Manufacturer narrative:
The distributor indicated that the kit was out 50 times since commissioned in february 2014. On at least 3 occasions, they are aware that a 4.8 coil puller shaft (and male retriever tube 4.8mm) was used. The last hospital did not use the 4.8 coil puller and there were no obvious signs of the crack in the previous after use inspection. Therefore, it seems that either something unusual occurred at the last hospital or the crack was not detected at the previous inspection. Additionally, the manufacturing records for the male retriever tube 4.8mm were reviewed and all specifications were found within the acceptable limits. No corrective action will be undertaken at this moment since the origin of the failure remains uncertain and this was the first time occurrence of this type of failure.

Event description:
The 4.8mm male retriever tube broke at the tip. A crack appeared around the notch.